Event description:
It was reported that restenosis occurred. The 75% stenosed target lesion was located in the mildly calcified proximal left anterior descending artery. A 3.00 x 15 mm agent dcb was selected for treatment. 8 months later, the patient returned for routine follow up and a computerized tomography (CT) scan indicated no restenosis in segment 6. However, peripheral residual stenosis had progressed and CT fractional flow reserve (ffr) was positive. Treatment was performed.